Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated the "tubing leaked during phlebotomy as soon as needle was inserted into vein. Collection set tubing leaked during phlebotomy as soon as needle was inserted into vein (prior to vacutainer being attached). Possible hole or tear in tubing/seal. Other sets same lot examined but cannot see imperfections."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1354. FDA patient problem code(s): 2199.

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated the "tubing leaked during phlebotomy as soon as needle was inserted into vein. Collection set tubing leaked during phlebotomy as soon as needle was inserted into vein (prior to vacutainer being attached). Possible hole or tear in tubing/seal. Other sets same lot examined but cannot see imperfections."